Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Manufacturer narrative:
(B)(4). D10: (B)(6) item name femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 extended offset lot # 60113512 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 17 years and 7 months post implantation due to corrosion at the head/neck junction. There is no additional information available at the time of this report.